Event description:
Caller reported a malfunction on the pump, which was identified by a malfunction code and a fault ID. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and helping with resetting, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears.